Manufacturer narrative:
The product was returned and investigated. Sensor plug was properly seated and no physical damage is observed on sensor patch. No failure modes were observed upon visual inspection of the plug assembly. Sensor found to be in state 5 (indicating normal termination). Sensor was reprogrammed and simvivo test performed. The cracked sensor neck did not impact the sensor¿s ability to generate an accurate glucose reading. All results were within specification. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kits were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported receiving a ¿sensor ended" error message on the adc device and the customer was unable to obtain readings. As a result, the customer was provided juice, sugar, food from a third party for treatment. No further information was provided and attempts to gather additional information was unsuccessful. The customer was contacted but refused to provide additional information. There was no report of death or permanent impairment associated with this event.